Event description:
It was reported that the patient experienced a severe headache following a trial procedure. As a result, the patient was transported to the hospital for further evaluation. Additional information indicates the headache has since been resolved.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.